Manufacturer narrative:
One opened/used sensor was inspected and a continuity resistance test was performed and the sensor failed the test. Found cannula bent and was unable to confirm if the customer received sensor in said condition due to customer returning the sensor opened/used.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 181 mg/dl and the sensor glucose was 66 mg/dl at the time of the incident the customer mentioned that they were having issues with calibration errors and change sensor alerts. Advised customer to remove and change out the sensor. The sensor was returned for analysis.